Event description:
A physician reported that a female patient who received op-1 implant in conjunction with 10cc's of calstrux for a distal femoral nonunion developed calcification posterior to the implant site that was secondary to product migration. The surgeon did not suspect the events were related to the use of op-1 implant or calstrux. The events were deemed nonserious.